Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3550-09, lot# n144455, implanted: (B)(6) 2010, product type: accessory; product ID 3389s-40, lot# va0cltz, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3387s-40, lot# v566778, implanted: (B)(6) 2010, product type: lead; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v383702, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v566778, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v383702, implanted: (B)(6) 2011, product type: lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had ins one and ins two, two existing implantable neurostimulators (ins) and two existing leads. It was noted that ins one was only using one lead. It was further noted that a third lead was implanted due to a lack of benefit on one of the sides because the lead had been placed ¿too lateral¿ and the patient never got any benefit from this lead. It was noted that the third lead was placed to try to get benefit on that side and they wanted to connect the new lead to ins one. However, they did not do this because the models were not compatible. The caller thought that the healthcare professional may leave the old lead that was not providing benefit internalized but it would not be connected to anything and that they would explant ins one. It was further reported that the patient was ¿concerned¿ about ins two and the healthcare professional (hcp) was considering changing out ins two. It was noted that ¿the patient was just a little bit concerned¿ and were thinking about swapping out ins two ¿because they were there.¿ the battery voltage of ins two was 3.72 additional information received reported that the patient had three leads. One was connected to ins two and the other two were connected to a new ins that had recently been implanted. It was noted that the patient was doing fine post operatively and would return to the hcp for programming.

Event description:
Refer to manufacturer report # 3004209178-2013-21076.